Event description:
The manufacturer was informed of the following event through patient tracking database. Based on the information on the patient implant form, on (B)(6) 2022, annuloflex mitral ring af-830 was implanted and explanted intra-operatively. Another af-830 was implanted in the patient as a replacement. No allegation of device malfunction nor serious injury on the patient has been received from the hospital regrading this event.